Event description:
It was reported the physician had difficulties interrogating the device using inductive telemetry. When switching to rf telemetry all issues were resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.